Event description:
Resident physician pinned patient in the newer imris doro headholder. The patient was then flipped over into the prone position. While fastening the headholder to the bed attachment the head pins slipped and made a laceration on the patient's scalp. The patient was then flipped back onto the stretcher. After flipping supine onto the stretcher a second superficial laceration was noted on the opposite site of the patient's head. The charge nurse was called to notify her of the situation. The doctor then irrigated both lacerations with normal saline mixed with betadine. After irrigating, the doctor stapled the laceration closed and put polysporin ointment topically over the staples. He then put polysporin ointment on the superficial laceration. The doctor then used the older headholder to pin the head. The surgical team helped to flip the patient back into the prone position on the surgical bed and fastened the headholder to the bed attachment with no further problems.